Event description:
Physician was preparing the c-arm for a patient in the operating room. When he activated the c-arm, he heard a loud "pop." The tube arced and system would not make x-rays. Another c-arm was brought in to complete the case. No harm came to patient.